Manufacturer narrative:
The manufacturer previously reported a failure of the detachable battery cable. The detachable battery cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the detachable battery cable failing was found to be caused by contamination.

Event description:
The manufacturer received information alleging a failure of the ventilator's power source. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's detachable battery cable needs to be replaced to address the issue.